Event description:
Pt with iddm was using blood glucose test strips to monitor blood glucose at home test results indicated most blood sugar readings 250-350mg/dl. Use of another brand of test strips in the office product result of over 600mg/dl & actual laboratory value was 696 mg/dl. Pt had lost 7lbs in 12 days & had to be admitted to ICU on telemetry.